Event description:
It was reported that this lead was an attempted implant. The lead exhibited pacing impedance measurements greater than 3000 ohms during testing despite repositioning efforts. A replacement lead was implanted with further incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was an attempted implant. The lead exhibited pacing impedance measurements greater than 3000 ohms during testing despite repositioning efforts. A replacement lead was implanted with further incident. No adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.